Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 500 mg/dl and with a manual injection they were able to bring the blood glucose down to 400 mg/dl. Caller stated insulin pump was not working correctly. Advised to change reservoir and run a manual prime. Caller stated that they did not find a leak. Unable to complete troubleshooting, customer does not have a tubing clamp. Nothing further was reported.